Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr. The returned meter and strips were tested with a high level control sample. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. Around 8:10 a.m. The laboratory result was 2.3 inr. Around 8:15 a.m. The meter result was 3.0 inr. The patient's therapeutic range is 2.5-3.5 inr and tests weekly.